Event description:
Caller reported a cgm error, specifically error 42, with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information to complete a pump reset and walked them through the process. Following the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.